Event description:
On (B)(6) 2015, the reporter contacted animas, alleging damaged battery cap threads and battery compartment damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/06/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a battery compartment crack was discovered. The battery cap threads were damaged and the cap was unable to secure properly to the pump. A test was able to secure properly to the pump. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.